Event description:
Unsolicited: pt called in about a system fault alarm for her cadd solis pump [serial: (B)(6) maintenance due: unknown]. Amber light is on, consistent beeping with no option to silence and no help button, which is consistent in the pump manual with an unrecoverable error. Determined pump needed to be replaced and set up same day shipment to do so. Pt's other pump was working properly and she will continue to use this in the interim. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product fault occurred while in use by pt. Product issue did no cause or contribute to pt or clinical injury. Device associated with event available for investigation once returned by pt pharmacy replacing device. Pt had back-up device to switch to and able to continue infusion, infusion is life-sustaining, outcome; resolved. No further info. Reported to (B)(6) by pt/caregiver.